Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lumps that were like hard rocks on [their] lips" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings;: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported they injected a patient with juvéderm volbella® xc; approximately 5 months later, patient was injected with juvéderm voluma® xc and juvéderm volbella® xc. About 3 months later, patient was injected with juvéderm volbella® xc. Injection sites were reported to be in the ¿lips, peri-oral rhytids, chin and fine lines.¿ approximately 2 months after the most recent injection, patient experienced lumps that were like "hard rocks" at all injection sites. Patient was treated with hylenex twice, approximately 1 week apart. Symptoms are ongoing. This record represents the most recent injection with juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID#s 3005113652-2018-01077 ((B)(4)), 3005113652-2018-01078 ((B)(4)), 3005113652-2018-01079 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm volbella® xc..